Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. Evaluation found bad electrical contact in the wire.

Event description:
In this event it was reported that a propex ii apex locator provided incorrect measurements. The event outcome is unknown as of this MDR evaluation. Additional information has been requested, but is not yet available.

Manufacturer narrative:
Additional information was received indicating that there was no injury to the patient.